Manufacturer narrative:
Unit passed displacement test, self-test, off no power test, and unexpected error test. Unit alarmed motor error during basic occlusion test due to loose/protruded drive support. Unable to verify compromised force sensor system alarms due to motor error alarms. All operating currents are within specification. Unit was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. The drive support cap was protruded. Customer's blood glucose level was 134 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.